Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26593. It was reported the patient was experiencing loss of effective stimulation. Reprogramming was able to resolve the issue. X-rays were taken and showed the lead had migrated. Follow up information identified the patient is no longer receiving stimulation. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26593. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to relocate the lead which resolved the issue. In addition, the anchor was removed and replaced.